Event description:
The customer reported the device gave a shock equipment malfunction/device error/service required message with a solid red x and it was chirping. There was no report of patient involvement.